Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and the pump had experienced intermittent power loss. It was also reported that the battery cap was loose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: there were pump reboots observed in the black box history. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure to the pump; therefore, pump reboots were duplicated during investigation. A new test battery cap was able to fully attach to the pump and a 24 hour duration test was successfully completed with no power issues duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.